Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product". Device was explanted.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, yellow particles in the shell, opening on anterior and delamination on plug strap. Leak test and microscopic analysis was performed which identified: striated opening on anterior, delamination (>75% total separation) and white calcification (approx. 10%). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination total of the valve (cohesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product". Device remains implanted.